Event description:
It was reported that the 9600+ system will not fluoro. Another system was used for the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose connection inside the electronics cabinet of the workstation. Retightened the connection. The system was tested and found to be working as intended and placed back into service.